Event description:
The customer reported that the paramedics were called due to low blood glucose of 20 mg/dl. The customer stated that a full display was not showing in her insulin pump, but after changing the battery the device had a full screen. Troubleshooting was performed. Reviewed the alarm history and found several battery alarms. Assisted customer in programming the time and date. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.